Event description:
It was reported that the user demonstrated operational use concerns with the insulin-only ilet system, including missed and late meal announcements, announcing meals based on carbohydrate counts rather than meal size, overtreating hypoglycemia, delayed responses to alerts, and a potential need for a target adjustment, prompting additional training. Symptoms included episodes consistent with hypoglycemia and hyperglycemia due to suboptimal timing and dosing behaviors. Outcomes included user difficulty managing glycemic control and the need for education to mitigate risk. Investigation included review of user-reported behaviors, assessment for use errors, and evaluation of training needs. Investigation of this case revealed use-related errors involving meal announcement practices, alert-response delays, and overtreatment of lows that contributed to glycemic excursions. It was concluded that the event was attributable to user technique and training gaps rather than a device malfunction, and additional training was indicated.